Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump will not hold any battery charge, and that this has been an ongoing issue for the past month. Her blood glucose at the time of incident is unknown. Customer stated that she put in a new battery yesterday and got a weak battery alert, and after changing the battery the pump won't even turn on. No products were returned and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with the currents within specification. No unexpected off no power, failed battery anomaly noted. However, the insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.